Event description:
It was reported that incorrect interpretation of signal resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.